Manufacturer narrative:
The pad device was installed on (B)(4) 2009 and operated successfully until (B)(4) 2011. On (B)(4) 2011, the device was manually switched on twice in quick succession. On receipt, the time clock and calendar were not working and it would not power on, confirming the fault. The device was disassembled for investigation and it revealed significant damage to the printed circuit board and some misplaced components. This would suggest the device was subjected to a heavy impact. It is also considered likely an attempt was made to open the device. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.